Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 3 (pre-warm nominal flow error) expected was 2300 actual was 1242. Per additional information updated from ttm on 30mar2026, device was failing calibration, getting an error 03 (pre-warm nominal flow error).